Event description:
Additional information was received by smiths medical, and attached on (B)(6) 2021. Event date updated. Product did not fail, while in use with patient.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. Complaint of plunger not in place error was duplicated, during flow testing and revealed in the event log. The cause of event if believed to be the q1 chip. Was broken loose from the plunger pcb. The board was glued down, but was knocked lose from case. Action was taken to replace the pcb board. Additional information was received by smiths medical, and attached on (B)(6) 2021. Event date updated. Product did not fail, while in use with patient.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that syringe plunger not in place alarm was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the plunger printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger not in place. No adverse effects were reported.